Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a reduction in hearing with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by device minute mobility is very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a gradual reduction in hearing with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field in situ measurements showed several channels with hi impedance likely due to physiological changes inside the cochlea. During explantation surgery excessive granulation tissue at the site of the cochleostomy, accompanied by fibrosis in the cochlear lumen was found, which might has contributed to the observed issues. This is a final report.

Event description:
The user reported a gradual reduction in hearing with the device. The device was explanted.